Event description:
Reporter indicated that a pre-implant test of the device prior to implant resulted in ok impedance reading. Lead test after implant (before the incision was closed) resulted in a high impedance reading. The neurosurgeon unconnected the generator and lead, irrigated the nerve, reconnected the generator and lead, and performed another lead test, resulting in an ok impedance reading. Further follow-up revealed that after the incision was closed the neurosurgeon performed another lead test, resulting in another high impedance reading. The pt's device was programmed to on in 2002, but no further diagnostic testing has been performed. No adverse event has been reported as a result of the high impedance readings, however it is possible that the pt is not receiving the vns therapy as programmed due to either a break in the lead or a bad connection between the lead and generator. Two attempts to obtain additional info (one via voice mail message and one via message with physician's secretary) have been unsuccessful to date.